Event description:
Customer stated that she bought some of the dental tape and when using it, it caused part of her crown to come off.

Manufacturer narrative:
This report has not been confirmed by a medical professional. Consumer claimed that use of the dental tape caused her to lose a crown. However, dental experts conclude that a sound dental crown could not be pulled loose by the use of dental floss alone, and that a compromised dental structure or crown that is old and needs replacing would be the root cause of the event. The manufacturer is continuing efforts to obtain the product and further information. However, unless additional information regarding the event is received, or the device is returned for investigation, this incident is considered closed.